Manufacturer narrative:
The customer¿s report that the needleless connector leaked was confirmed. Visual inspection was performed to look for defects such as cracks, misassembly, or deformations. Visual inspection of the set noted no damage and found no anomalies. Functional and pressure testing resulted in no leaking between the smartsite connector and syringe or at the connection between the smartsite and connecting set. The smartsite connector¿s female and male luer ports were measured to be within iso standards. The root cause of the leak is due to a discontinuous surface contact caused by a molding defect in the female luer.

Event description:
It was reported that a leak at the needleless connector occurred during a rocuronium syringe (10 ml) infusion. The connector was attached to microbore tubing. No patient harm was reported.

Event description:
It was reported that a leak at the needleless connector occurred during a rocuronium syringe (10 ml) infusion. The connector was attached to microbore tubing. No patient harm was reported.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a leak at the needleless connector occurred. The connector was attached to syringe module tubing. No patient harm was reported.